Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for other chronic/ intract pain (trunk/limbs). It was reported that therapy stopped due to power on reset (por). The patient stated it had stopped working and indicated that they saw their health care professional (hcp) the day of this report to get a jumpstart on resolving this but they wanted to call manufacturer to see if they could help troubleshoot. The patient saw the por on the patient programmer and recharger. The patient had traveled the weekend before this report and the airport personal made her go through the security gate instead of patting her down. The patient had recently been in electromagnetic interference (emi) environmental exposure. It was reviewed how to clear por with patient programmer. Por clearing was successful. The patient was redirected to follow up with hcp to discuss por and check on ins. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Additional review indicated device (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. It was reported that after the informational power on reset (por) was cleared, they were able to feel stimulation. The patient stated that there were no other concerns or issues identified. No further complications were reported or anticipated.